Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low failure alert for twice during self test and also had delivery stopped alarm. Customer¿s blood glucose was 183 mg/dl. Customer reported they were able to clear the alarm but not able to rewind the insulin pump. Customer experienced high blood glucose of 350 mg/dl and experienced nausea, abdominal pain, heart burn. Customer stated that insulin pump was unable to rewind. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.